Event description:
During resuscitation of the patient, the zoll one step CPR complete pads migrated from the point of application when then had them improperly located. Another set of pads had to be applied and these migrated as well. An arc occurred during defibrillation causing a burn to the patient. Reference report: mw5115188.